Event description:
It was reported that in (B)(6) 2012 the patient was drinking beer and with his medications had a bad reaction. The reaction was reported as a mental breakdown. It was noted that the patient had also weaned himself off of his antidepressant medications. The patient¿s wife had the patient admitted to a mental hospital where the patient was admitted for about two weeks. While the patient was admitted the hospital changed the drugs the patient was prescribed. After being released from the mental hospital on (B)(6) 2012 the patient had an appointment with the physician who managed the pump, and failed the drug test which noted different medications than she had prescribed. As a result the patient was dismissed by the doctor. It was noted that the physician would not listen to the explanation about the mental hospital. The patient received a certified letter on this about a month later. It was also reported that the patient was always in pain, and was nervous about not having a doctor or being able to get the pump filled. The patient was referred to their primary care provider for assistance in finding another physician to fill the pump. Approximately two months later the patient reported increased pain and inability to sleep after the pain management physician decreased the dose of the pump medication a "couple months ago", and that he ¿couldn¿t take it anymore¿. The patient was having difficulty finding a new physician to fill the pump. The patient was encouraged to continue working closely with his primary physician.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).